Event description:
It was reported that the patient presented to the emergency room with palpitations. A transmission observed the right ventricular (rv) lead with high capture threshold; significantly decreased r-wave measurement, and gradually lower impedance. The lead remains in use. No patient complications have been reported as a result of this event.